Manufacturer narrative:
Maquet cardiopulmonary is aware of similar complaints from this product and an internal process (CAPA (B)(4)) was initiated to determine the most probable root-cause and to implement the appropriate corrective action. However since the product was discarded by the hosp, we will not be able to confirm the failure in the product in question and therefore will not able to provide a root-cause for this specific event. The data is being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Additional info: the product mentioned is not distributed to the us, but the product with contributing design function to the affected component (quadrox-I) is registered under 510(k): k082117.

Event description:
It was reported that a leakage or priming fluid was noticed from the gas outlet of the oxygenator. The product was replaced and has not been used on a patient. No consequences to the patient were reported. (B)(4).